Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the label attached to the device history record for this lot was conducted and all labels indicated an expiration date (use by date) of 31-may-2014, which is at least 12 months from the date of manufacture, as specified in the product specifications at the time this lot was manufactured. This confirms that the product was labeled correctly, and based on the reported information the product was used 3 months past the labeled expiration date. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It should be noted that in the mitraclip system instructions for use (IFU) warns the user: do not use the system after the use by date stated on the package label, and never reuse or re-sterilize the system. In this case, the reported device expiration issue is associated with the physician using the device past the expiration date; there is no indication of a product quality deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot indicated there had been no similar device use after expiration date reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method (use after expiry). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This report is submitted to report the use of the clip delivery system (cds) after its expiration date. There were no adverse effects to the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to preparation of the steerable guiding catheter (sgc) and the clip delivery system (cds), it was observed that both devices expired in may/2014. The physician was informed that the devices were expired; however, chose to use the devices for the procedure. Two clips were implanted per the instructions for use (IFU). The sgc and cds were used without issue and worked very well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.